Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a severely kinked abdominal, thoracic aorta, and ascending aorta, the non-medtronic wire was unable to cross the arch. A different non-medtronic wire was attempted without success. Another non-medtronic wire was used and with slight pressure the arch was crossed. After the valve was successfully implanted and the delivery catheter system (dcs) was removed, cardiac arrest without any pressure occurred. Cardiopulmonary resuscitation (CPR) was performed and the pericardium was drained. The chest was then opened and a severe dissection from the ascending aorta across the arch to the descending aorta was observed. With the age and medical condition, the chest was closed and the patient died. The physician reported the exact cause of the dissection was not determined but the dcs could not be ruled out.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The customer discarded the delivery catheter system (dcs) and as such it could not be returned for analysis. The reported event indicates that following implantation and dcs removal, cardiac arrest without any pressure occurred. Cardiac arrest is known potential adverse effect per the evolut system instructions for use (IFU). These events may be related to patient medical condition, comorbidities, and/or procedural factors. Based on the limited information available, an assignable root cause of the cardiac arrest cannot be determined and the relationship to the device could not be established. A severe aortic dissection was also subsequently identified, and the patient died. Vascular injuries, such as dissection, and death are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Procedural films were received which confirmed the severe tortuosity throughout the patient's anatomy, and the presence of a dissection in the aorta after valve deployment. Based on the information available, an assignable root cause of the vascular complication cannot be conclusively determined and the relationship to the dcs could not be confirmed. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Complaints for these event types are reviewed and no further action is recommended at this time. Updated data: h6: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.